Event description:
It was reported, that the device's "air in line" alarm went off. No customer damage reported. The event occurred, during testing. There was no patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
B3.: date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection found, the device was in used condition. Review of the event history log showed medium alarms of cannot start pump. Functional testing was performed. The customer's complaint was confirmed. The root cause was the defective air-in-line sensor, which was replaced. Software was also updated. After repair, the unit passed testing. The service history review identified there was no indication, that the complaint was related to a service of the device within the review period.